Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 10, 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. Zimvie received the reported device for evaluation. Visual evaluation and a functional test were performed, the implant has signs of use, with bone debris on its external threads. The implant was returned with the mount attached. The implants threads have markings from use. The implants mount also has marking from use. No damage found that would have contributed to the event. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the dating back to twelve months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error or patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event.

Event description:
No additional event information received at the time of this report.

Event description:
It was reported that the implant at an unknown tooth site was removed due to lack of primary stability associated with damaged threads. This was confirmed in a office setting and it was noted that the implant would not integrate. The implant was removed and a bone graft was placed. The patient was expected to return in approximately four months for panoramic x-ray imaging to confirm bone integrity and to be approved for an implant replacement.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided d4: lot number unknown / not provided d4: expiration date unknown / not provided d4: unique device identifier (UDI) unknown / not provided g4: additional PMA/510(k) number ¿ k013227 h4: device manufacture date unknown / not provided product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.